Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured at 14 atm. It was further reported that there was difficulty retracting the balloon through the sheath. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:the device was returned for evaluation. A visual inspection of the balloon did not find any unraveled fibers or peeled pebax on the balloon. Therefore, the investigation is unconfirmed for the reported unraveled material. The device was inserted through an in-house 6fr introducer sheath without issue and was inflated. However a leak was noted in the balloon. The balloon was further examined and a longitudinal rupture was identified. Therefore, the investigation is confirmed for a longitudinal rupture. Although, the device was retracted back through the sheath without issue, the investigation is inconclusive for the reported retraction issue due to the possibility of the identified rupture contributing to the retraction difficulties. The definitive root cause for the reported unraveled material and retraction issue or identified longitudinal rupture could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured at 14 atm. It was further reported that there was difficulty retracting the balloon through the sheath. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.